Manufacturer narrative:
Concomitant medical products: unknown sheath introducer. (B)(6). The device has not yet been returned for analysis, and the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when one of the 6f exoseal vascular closure devices being used for hemostasis was attempted to be inserted into a sheath introducer, the plug was found to be deployed from its tip. The plug was not seemed to have "fit in the shaft." Therefore, manual compression was used to achieve hemostasis. Another 6f exoseal vascular closure device being used for hemostasis, it was reported that when the exoseal with the sheath introducer were removed from the patient as a single unit, the plug was confirmed to be hanging out at the distal end of the shaft. Therefore, manual compression was used to achieve hemostasis. There were no bleeding complications and there was no report of patient injury. The exoseal was inserted into a sheath introducer, and the exoseal with the sheath introducer were retracted. The physician confirmed that the indicator window changed to a black-black pattern, then he pressed the deployment button to deploy the plug. After waiting for a few seconds, the exoseal with the sheath introducer were removed from the patient as a single unit, but the plug was confirmed to be hanging out of the distal end of the shaft. The target lesion was unknown. The rate of stenosis was unknown. An ipsilateral anterograde approach was made from the femoral artery. The product was clinically used. The product will be returned for analysis. Both of these exoseal devices were used in the same patient. The physician achieved certification on the use of exoseal vcd. There weren&#38176;any visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. The patient's approximate height and weight were unknown. It was unknown how many times has the physician used the exoseal vcd prior to this procedure. It was unknown which catheter sheath introducer was used. It was unknown if the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It was unknown if the vessel diameter verified to be greater than or equal to 5mm in diameter. It was unknown if the puncture site had visible calcium/plaque. It was unknown if there was a stent near the puncture site. It was unknown if the vessel had stenosis >50% at or near the puncture site. It was unknown if there pulsatile flow observed from the bleed-back indicator. It was unknown if the exoseal vcd securely locked with the vascular sheath introducer. It was unknown if the deployment button fully depressed and flushed against the handle. It was unknown if there any difficulty with deploying the plug. It was unknown if there was resistance/friction experienced as the exoseal vcd was advanced through the sheath. It was unknown if there difficulty connecting the vascular sheath introducer with the exoseal vcd. It was unknown if the pulsatile flow initially stop but then returned. It was unknown if the indicator window show any red color during retraction. It was unknown if the deployment button fully depressed and flushed against the handle. It was unknown if the indicator window showing solid black at this time. It was unknown if excess force needed to fully depress the button. It was unknown if the button only depressed halfway. It was unknown if the button was stuck and could not be depressed at all.

Manufacturer narrative:
The device was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that when one of the 6f exoseal vascular closure devices being used for hemostasis was attempted to be inserted into a sheath introducer, but the plug was found to be deployed from its tip. The plug did not seem to have ¿fit in the shaft.¿ another 6f exoseal vascular closure device was used to attempt hemostasis. It was reported that when the exoseal with the sheath introducer were removed from the patient as a single unit, the plug was confirmed to be hanging out at the distal end of the shaft. Therefore, manual compression was used to achieve hemostasis. There were no bleeding complications and there was no report of patient injury. The target lesion was unknown. The rate of stenosis was unknown. An ipsilateral anterograde approach was made from the femoral artery. The product was clinically used. The product will be returned for analysis. Both of these exoseal devices were used in the same patient. The physician achieved certification on the use of exoseal vcd. There weren¿t any visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was inserted into a sheath introducer, and the exoseal with the sheath introducer were retracted. The exoseal vcd was securely locked with the vascular sheath introducer. The physician confirmed that the indicator window changed to a black-black pattern, he then pressed the deployment button to deploy the plug. After waiting for a few seconds, the exoseal with the sheath introducer were removed from the patient as a single unit, but the plug was confirmed to be hanging out of the distal end of the shaft. It was unknown how many times has the physician used the exoseal vcd prior to this procedure. It was unknown which catheter sheath introducer was used. It was unknown if the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It was unknown if the vessel diameter verified to be greater than or equal to 5mm in diameter. It was unknown if the puncture site had visible calcium/plaque. It was unknown if there was a stent near the puncture site. It was unknown if the vessel had stenosis >50% at or near the puncture site. It was unknown if there pulsatile flow observed from the bleed-back indicator. It was unknown if the exoseal vcd securely locked with the vascular sheath introducer. It was unknown if the deployment button fully depressed and flushed against the handle. It was unknown if there any difficulty with deploying the plug. It was unknown if there was resistance/friction experienced as the exoseal vcd was advanced through the sheath. It was unknown if there difficulty connecting the vascular sheath introducer with the exoseal vcd. It was unknown if the pulsatile flow initially stop but then returned. It was unknown if the indicator window show any red color during retraction. It was unknown if the deployment button fully depressed and flushed against the handle. It was unknown if the indicator window showing solid black at this time. It was unknown if excess force needed to fully depress the button. It was unknown if the button only depressed halfway. It was unknown if the button was stuck and could not be depressed at all. (B)(4). One non-sterile 6f exoseal vascular closure device ((B)(4)) was received for analysis inside a plastic bag. Per visual analysis, the exoseal deployment lever was received depressed and the plug already deployed (not returned). The indicator window was received on red/white position; the guard was found depressed. Blood residues observed on the unit. Functional analysis could not be performed due to exoseal unit was received already deployed (indicator window was already received on white/red position). Per microscopic analysis, the handle was opened and internal components and mechanism were analyzed and no blockages or damages were detected. The trigger was properly assembled into case halves. The inner diameter of the delivery shaft was measured and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The vascular closure device (vcd) - deployment difficulty- partial deployment reported by the customer was not confirmed since the unit was received already deployed (indicator window was already received on white/red position). The cause of the event reported could not be conclusively determined. According to the products instructions for use, users are instructed that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. (B)(4). One non sterile exoseal 6 french was received inside a plastic bag. Guard was not depressed, deployment lever was not depressed. Indicator window was received in black/white position. A compressed section was observed on the distal end of the delivery shaft. The plug was received released. Residues of dried blood were noted in the device. Internal components and mechanism were analyzed and no blockages or damages detected. The trigger was properly assembled. Functional test could not be performed since the wire indicator was stuck in the deployment mechanism. The inner diameter of the delivery shaft was measured and found within dimensional specification. Once the indicator wire was released from the deployment mechanism, it was observed that it was saturated of dried blood and saline solution; this condition prevented the proper function of the indicator wire. Vascular closure device review of lot 17246301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿vascular closure device (vcd) deployment difficulty-premature deployment¿ reported by the customer was confirmed as the product was received (the plug released). The exact cause of this event could not be conclusively determined; however, as per findings during the product analysis, such as the damage (compressed section) on the distal end of the delivery shaft, as well as, the accumulation of dried blood and saline solution on the indicator wire that prevented its proper function, that indicates that procedural/handling factors could be related to what was found during the analysis. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.